Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient needed assistance with his pump alarming. Patient is unable to read the error message on the screen. It seems to be the air in line alarm. Patient also had a hard time following directions. They attempted to restart the pump, but the pump continued to alarm. The patient states he is just going to go to the hospital to have the pump restarted. No further assistance needed. Volume 10.3 mls. Event occurred while use with patient. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.